Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 component code - appropriate term/code not available (g07002) is used to capture the threads.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Charge nurse says retaining stem inserters have been cross threading when used to remove femoral stem prosthesis. So far they've been able to remove the stems but she's thinking they should be replaced in case the threads are becoming damaged.